Event description:
Staff began to connect ECMO [extracorporeal membrane oxygenation] equipment to the "boom", where there are electrical outlets, oxygen connections, and monitoring equipment. The staff recognized a smell of something burning in the room. A fire was seen expelling from the outlets. A code red was announced; the patient was immediately evacuated from the room without issue. Staff safely extinguished the fire with the fire extinguisher. System was inspected by maintenance and the fire department.